Event description:
The caller reported that the 8lpc tracheostomy tube was placed in the pt on (B)(6)2010, and it has a cuff that will not stay inflated. The caller said he was told that there is brownish fluid in the pilot balloon. The cuff was deflated during the day and the pt is on a "t-tube" during the day at 100%. On the night of (B)(6)2010, the cuff was not able to be inflated. The ventilator could not deliver the correct volumes (at rate 10, tv 600, peep 5, fio2 80%). The tracheostomy tube was removed, and the pt was re-cannulated with another 8lpc tracheostomy tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.